Event description:
A customer contacted stryker to report that their device would not complete its defibrillation charge during routine test. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate any defibrillation charge issue. The device was forwarded to stryker product analysis center for further evaluation. The reported issue was verified. The cause of the reported issue was determined to be due to electrical component failure. The device could not be repaired and was sent to retention. The customer was provided with a warranty replacement.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not complete its defibrillation charge during routine test. There was no patient use associated with the reported event.